Event description:
Customer states that item does not open correctly and that 3 people have cut themselves trying to use the item. Two staff members were cut with "clean" blades and required no intervention. One physician was re-opening the retractable blade and cut their palm. Since the pt was high risk for infectious disease, both physician and pt had lab work drawn per infectious disease protocol.